Event description:
On 1/16/89 the ipp device was implanted. On 11/13/96 the pump was revised. On 9/3/97 "the pt complained of having to squeeze the pump 50 - 60 times, and it still does not fully inflate."